Event description:
It was reported that the 8800 system had a charger failure error and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cable was replaced during the service call.